Manufacturer narrative:
The reported incident that locking screw, t10, 3.5x14mm was alleged of issue s-35 (no locking effect) could not be confirmed, as no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on investigation, the root cause was attributed to a user related issue as no failure could be identified. The device inspection revealed the following: a plate has been used in order to check the locking capability of the returned screw. The screw could be locked and unlocked without any issues. The screw as such is still intact and no damages are evident. Therefore we are not able to comprehend the reported problem. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
During the variax fibula surgery when the surgeon inserted the locking screw into the fourth screw hole from distal, it would not lock. The surgeon cleaned the soft tissues around the screw hole and inserted the locking screw which changed the locking screw direction to perpendicular to the plate, however it would not lock again. The surgeon replaces the locking screw and it was locked without problem.

Event description:
During the variax fibula surgery when the surgeon inserted the locking screw into the fourth screw hole from distal, it would not lock. The surgeon cleaned the soft tissues around the screw hole and inserted the locking screw which changed the locking screw direction to perpendicular to the plate, however it would not lock again. The surgeon replaces the locking screw and it was locked without problem.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.